Event description:
The reporter stated that the surgeon inserted an aa4203tl single piece silicone toric lens. The lens haptic tore upon insertion into the eye. The lens was removed in pieces without enlarging the incision. No patient injury.